Manufacturer narrative:
Additional suspect medical device components involved in the event: device: sc-2366-50, (B)(4), description: linear 3-6 lead 50cm device: sc-2366-50, (B)(4), description: linear 3-6 lead 50cm a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory.

Event description:
A report was received that the patient's scs device was explanted because the leads were exiting the lead incision and hanging out and the ipg site was red, swollen and aching. The patient will not disclose any additional information regarding the event. The patient is reportedly doing well following the explant.